Manufacturer narrative:
This event was reported to (B)(6) report number (B)(4). There are two failed devices associated with this event. These devices are captured in medwatches with patient (B)(6) (first device) and (B)(6) (second device). This medwatch is for the patient (B)(6). The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check with error code u509. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up located near the distal end. The ptfe pad (teflon pad) was inspected and found it has normal wear with no metal exposed; however, there are signs of dried foreign residue. The distal end of the device was inspected under a microscope and found the probe detached with missing portion not returned for evaluation. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the issue of the device having an ultrasound error message received on the generator during a therapeutic laparoscopic hysterectomy, bilateral salpingectomy procedure. The generator was exchanged for an olympus loaner generator, but the error message persisted. The procedure was completed with a mono-polar l-hook device. There is no reported harm or adverse impact to the patient. A first device had been opened prior, but this device had also failed. The first device had stopped working with a probe damage error message received on the generator. Neither the surgeon nor the resident appeared to have used excessive force during the procedure. The error message was still present with another probe check performed. Upon evaluation of the returned second device, it was observed that the device probe was broken off with the broken piece not returned for evaluation. This medwatch is being submitted for the reportable issue of the broken probe observed during device evaluation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 28-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the correction in h4 (22-feb-2022 to 21-feb-2021) and the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke due to contact with a surgical instrument or the non-insulated area of grasping section. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 3. The probe broke when added load. Or 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 5. The probe broke when added load. This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor the performance of this device.

Event description:
Addendum apr 19, 2022: the event of the error message received as reported by the customer occurred halfway through the procedure.

Manufacturer narrative:
Correction is being made to the b5 statement to add information available at initial reporting but not included in the initial MDR. This supplemental report is being submitted to provide this information.